Manufacturer narrative:
A field service engineer (fse) was onsite when the reported malfunction occurred. They observed the reported malfunction and performed a hard shutdown of the device. The device started up normally without any alarms. Log files were retrieved and forwarded to technical support for additional examination, however, there were no log entries that raised any concern or provided insight into why the screen may have froze. Following the recommendations from technical support, the ventilator was power-cycled several times without any recurrence of the issue. Verification testing was conducted, and all measured values fell within the specified range. The reported malfunction was observed initially, but not duplicated during testing and not confirmed during log file review.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Customer stated that the screen froze during start up. There was no patient involvement reported.